Event description:
The facility reported an infusion pump that was underinfusing on two channels. It was not specified if this occurred while infusing on a patient. However, the facility representative stated that no patient injury was associated with this report and no incident reports had been filed since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -5.5% from the desired amount. A corrective and preventative action has been initiated.